Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report recurrent mitral regurgitation. It was reported that the initial mitraclip procedure was performed on (B)(6) 2019, to treat mixed mitral regurgitation (mr) with a grade of 4. Two clips (8115u114, 80828u211) were implanted, reducing the mr to 1-2. On (B)(6) 2019, the patient returned with increased mr with a grade of 3. Both clips remain stable on the leaflets; however, the physician believed that the increased mr was partially due to the clip. Additional treatment will not be performed. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, there is no indication of a product quality issue. A definitive cause for the reported recurrent mitral regurgitation (mr) could not be determined in this incident. The reported patient effect of worsening mr is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. Although a conclusive cause for the reported patient effect of recurrent mr and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.